Manufacturer narrative:
Unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty fsr (gold). Motor passed motor test. Insulin pump received with minor scratched display window. Insulin pump received cracked case at display window corner. Insulin pump received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Insulin pump received missing endcap sticker.

Event description:
Customer's mother called to report that the insulin pump alarmed motor error. Customer's blood glucose reading was 128 mg/dl. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.